Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device could not be removed from the vessel after deployment . The foot of the proglide did not retract and remained open. The access site was widened (cut down surgery) and the knot was cut in order to remove the proglide device. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the proglide device could not be removed from the vessel after deployment . The access site was widened and the knot was cut in order to remove the proglide device. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.